Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2022 with weakness, dizziness, and dark stools. Diagnostic testing was performed. Capsule study done on (B)(6) 2022 identified 3 small arteriovenous malformations (avms). The patient had a gastrointestinal (gi) bleed. The patient was treated with 2 units of packed red blood cells (prbcs) on (B)(6) 2022. Symptoms resolved with transfusions. The patient was monitored outpatient on an ongoing basis with a continued plan of care with international normalised ratio (inr) goal of 1.4-1.7. There were no further admissions, but the patient had chronically low hemoglobin and hematocrit and was getting transfusions on a routine basis outpatient.